Event description:
Information received indicates the bed head hi/low function is drifting down,

Manufacturer narrative:
The facilities maintenance found the bed head hi/low function is drifting down. The facility has not completed repairs to the bed.